Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of noise on the atrial channel that resulted in false automatic mode switch episodes on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.